Event description:
It was reported the patient presented to the clinic after receiving a patient notification for high, out of range, high voltage lead impedance. It was noted that no changes in impedance were seen with pocket manipulation. The patient will be monitored.